Event description:
It was reported that the control module's vacuum is not providing adequate suction, and the samples are not sufficient. There was no patient consequence reported, case was completed using the control module.

Manufacturer narrative:
Evaluation summary: the analysis site could not confirm that the control module was returned with vacuum issues, as the complaint described could not be duplicated. The control module was cleaned, disassembled, serviced, and reassembled per design specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.